Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is likely that the foreign material remained because the device was not reprocessed properly due to a leak from the bending section cover. The event can be detected/prevented by following the instructions for use: detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis exera iii colonovideoscope exhibited whitish foreign material inside the air/water tube, the jet tube, and the air/water cylinder. There were no reports of patient involvement.